Manufacturer narrative:
Pump passed the rewind, displacement, prime/delivery and excessive no delivery test. No excessive no delivery alarm noted. Unit had cracked display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms after changing the site and set. Blood glucose level at the time of the incident was 489 mg/dl. The customer stated that he previously performed troubleshooting and requested a replacement pump. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.